Event description:
Patient was undergoing placement of PICC line at 1700. At 1712 the ventilator failed due to severe occlusion. Respiratory therapist felt that the vent failed because medications had occluded the in line filter. Vent was removed from patient. The patient was manually bagged until replacement ventilator in place.